Event description:
The device was used on the large sigmoid. Reportedly, the clips did not form properly. The surgeon used a new instrument. The hosp has reported that no pt injury occurred. Device exp date: 5/31/2001.